Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced multiple issues, including the device not functioning and a lack of therapeutic effect. The patient stated that the therapy had never helped. They reported their current leads pulled out, leading to the placement of paddle leads to prevent further dislodgement. The patient reported seeing a "memory problem data has been lost repeat the set-up process" message on the external controller, and stated that the controller did not work and needed reprogramming. Troubleshooting steps were performed over the phone, including walking the patient through setting the date and time on the controller, which resolved the controller issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2021, brand name vectris surescan; product ID: 977a260, (serial:(B)(6)); product type: 0200-lead; implant date: (B)(6) 2021; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.